Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported during inspection for use, the image is not good. During testing, the field service engineer identified the image flickered on the olympus bronchovideoscope. There was no patient involvement.